Event description:
High thresholds. A new lead was implanted and the right ventricular lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).